Event description:
It was reported the bottom lcd (liquid crystal display) will not come on. The device is being returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.